Manufacturer narrative:
Product ID: 8709, lot# l74639, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. It was noted the catheter was explanted/replaced on (B)(6) 2019. The device disposition was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving dilaudid 10 mg for a total dose of 8.49401 mg/day and bupivacaine 15 mg for a total dose of 12.74101 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l74639, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 10 mg for a total dose of via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient had a failed catheter dye study (cds) where the catheter access port could not be aspirated. No action was taken. The outcome was noted as ongoing. The device diagnosis was catheter occlusion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2019. No further complications were reported/anticipated.